Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" 7.6, 3.2, 6.6, 2.0. Initial inratio inr = 7.6; repeat 1 inr = 3.2; repeat 2 inr = 6.6; repeat 3 inr = 2.0. Tests were performed about three minutes apart. Therapeutic range = 2.5-3.5.

Manufacturer narrative:
Investigation pending.